Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos board was evaluated and reseated. The system nodes were reflashed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system would not boot up. There is no report of death or serious injury associated with this complaint.